Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a laparoscopic colectomy, the valve moved out of position when inserting a scope device through the sleeve, and the scope had a difficulty in inserting into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Batch # r93r9u. The analysis results found that the 2h12lp device was returned with the obturator cannula inserted through the sleeve. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. During the analysis, the obturator was inserted and removed through the sleeve and there was no evidence of an unacceptable drag force present. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.